Event description:
It was observed that during the device evaluation, the colonovideoscope had foreign material in nozzle. There was no patient involvement.

Manufacturer narrative:
The device was returned for inspection. Based on the results of the investigation, olympus confirmed foreign material came out of the device; however, a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.